Event description:
This is a report from general hospital of (B)(6), via baxter marketing sales, and is a report from a nurse in (B)(6). This report is of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies. Per the report, on an unreported date, the patient began treatment with dianeal pd4, low calcium, 1.5% and dianeal pd4, low calcium, 2.5% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the products was not reported. Per the nurse, on an unreported date, it was noted that the transfer set was separated from the titanium adapter. The nurse reported that "the interface between the external short tube and the titanium connector shed due to unknown causes." On (B)(4) 2013, baxter product surveillance received clarification stating that the "external short tube" was referring to the patient's transfer set and not the patient?s catheter. Per the nurse, there was patient involvement. It was reported, on (B)(6) 2012, the patient experienced peritonitis after reconnecting the external short tube and the titanium connector. On an unreported date, the patient was hospitalized for the event of peritonitis. At the time of the report, the patient was in general hospital of (B)(6) for treatment, however, treatment was not reported. Neither the concomitant therapy nor the medical history were reported. The nurse reported the cause of the peritonitis was "possibly related to the external short tube" (transfer set), however, further details were not provided. At the time of the initial report, the nurse reported the outcome of the peritonitis as not resolved. (B)(6) 2013, additional information was received stating, on an unreported date, the patient recovered from the peritonitis. It was not known if the patient was re-trained in proper aseptic procedure and no further information was available. This report covers the event of the transfer set connection issue and is report 1 of 3 total reports for this event.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. Clear passage test was performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set, and difficulty was noted. The reported issue of the transfer set becoming disconnected was confirmed. Dimensional inspection of the returned transfer set sample identified that the inside diameter (i.d.) Of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate; therefore, a device analysis could not be performed. A review of all batch record documents for lot number h12e18056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.